Manufacturer narrative:
The unit has been checked by our technician, the issue could not been reproduced, however other error occurred due to vaporizer adapter board. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. There is no connection between high pressure situation and malfunction of vaporizer adapter board. Provided device's logs have been evaluated. Multiple occurrence of alarms for respiratory rate: high and airway pressure: high could be seen. High pressure situation might lead to influence of ongoing ventilation and safety related events to occur. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/29/2010 corrected manufacture date: 06/22/2011.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated leakage alarms. Alarms for high airway pressure were also found in the received log. There was no patient harm. Manufacturer's reference number: (B)(4).